Manufacturer narrative:
(B)(4). Device a was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The blade was found to be broken at the discolored (blue) portion. The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. A probable cause of the device to stop activating and display an error code 5 is blade damage. Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back-cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage. Device b was returned with the soft touch disassembled from the trigger. The analysis results found that the device was received with the tube collar unthreaded therefore the device would not clamp (open or close as intended). The device was functionally tested on the generator and the hand control switch assembly was not functional, however, the device did activate when tested with the foot switch. The hand clamp of the device did not open and close. The device was disassembled to inspect internal components. Corrosion was found at the hand activation domes. It is probable that this may have affected the functionality of the hand activation buttons. Device b additional information: batch # j9014x, expiration date: 12/9/2016, manufacturing date: 1/9/2012.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure the tip was broken after few applications on 1 device and the jaw was not opening during surgery on the 2nd device. There were no patient consequences reported. Two device will be returning.

Manufacturer narrative:
(B)(4). Information not asked for but unknown or provided during initial contact. Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.